Event description:
It was reported that the patient's implantable neurostimulator (ins) stopped intermittently for no reason. When the ins was interrogated, it was still on, but the amplitude had changed to 0 v, and the patient had to turn it back up manually to feel stimulation again. Additional information was received that reported that impedances were measured and found to be normal and reprogramming did not solve the issue. The patient received effective therapy except when the device set itself to 0 v. The data log from the ins had been downloaded and was going to be viewed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3587a-25, lot# 0203585700, implanted: (B)(6) 2010. Product type: lead. (B)(4).